Event description:
It was reported that there was apparent oversensing of the t-wave, "some noises due to the arrhythmia episodes" and an increase in the short v-v periods on the right ventricular (rv) lead. Also reported were "normal" measurements on the lead. There were no known programming changes made. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count is equal to six hundred-seventy-eight counts, in sixty-nine, point, five-seven days, between (B)(6) 2012. There was one ventricular fibrillation where the average ventricular cycle length was one hundred-eighty milliseconds on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.